Event description:
It was reported that the patient's husband is concerned that the patient's vns battery is depleted, since the patient has been having more frequent seizures recently. The device has not been checked as the following neurologist refuses to perform vns checks. A battery life calculation was performed with the available data and assumptions were made for any gaps found if present. The result revealed 2.8 years remaining until neos = yes. No additional relevant information has been obtained to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong data as the wrong patient was reported. The previously submitted MDR inadvertently provided the wrong suspect device for the event. The previously submitted MDR inadvertently provided the wrong manufacture date for the suspect device.

Event description:
Additional information was received that the patient's increased seizures had been occurring over the previous year. Additionally, the patient information initially reported on the previous MDR was the incorrect patient here. An updated battery life calculation resulted in 0.0 years remaining until the device reaches end of service. The patient's device had not been interrogated since 2010, and was believed to have depleted, thus causing the reported increase in seizures.

Manufacturer narrative:
Describe even or problem; corrected data: an increase in seizures was reported to have occurred prior to the vns generator replacement; however, it was noted the increase in seizures was still below pre-vns baseline levels. This information was inadvertently left off of supplemental #02 MFR. Report.

Event description:
It was reported the patient had a vns generator replacement on (B)(6) 2016. It was also stated the generator would not be returned to the manufacturer for analysis. An increase in seizures was reported to have occurred prior to the vns generator replacement; however, it was noted the increase in seizures was still below pre-vns baseline levels. No additional relevant information was received.